Manufacturer narrative:
.

Event description:
It was reported that a revision surgery was performed.

Manufacturer narrative:
The initial reports submitted for this incident were erroneously submitted from the incorrect manufacturing registered site. The correct manufacturer's code is (B)(4).